Manufacturer narrative:
It was reported to abbott that the patients ipg was inoperable. Patient had an ipg revision due to inoperable ipg. The results of the investigation are inconclusive, and the root cause of the reported incident is unknown as the device was not returned for analysis.

Manufacturer narrative:
Date of event is estimated. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient's scs ipg stopped communicating with external devices, rendering it inoperable. In turn, the patient underwent surgical intervention wherein the scs ipg was explanted and replaced to address the issue.